Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they were having issues with gel on the sample probe of the c501 analyzer. The probe was intermittently dipping into the gel of tubes over the course of the past month. The customer believed that it was causing issues with the albt2 tina-quant albumin gen.2 (malb) assay. The customer stated that received erroneous results for three patient urine samples tested for malb. The samples were tested on (B)(6) 2016 and (B)(6) 2016. All initial results were reported outside of the laboratory. The repeat results were believed to be correct and corrected reports were issued. The first sample initially resulted as 44 mg/l and repeated as 30 mg/l. The second sample initially resulted as 32 mg/l and repeated as 12 mg/l accompanied by a data flag. The third sample initially resulted as 43 mg/l and repeated as 23 mg/l. It was asked, but it is not known if the patients were adversely affected due to the event. No adverse events were alleged. The malb reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that a printed circuit board was damaged. He replaced the printed circuit board and found a cotton swab end stuck in the sample probe drying station. He ran precision studies and these were within specifications. The damaged circuit board is responsible for the sample probe detection of liquid surfaces. If this is not working properly, there is a risk that the sample probe would dip too deeply into the sample causing contamination of the probe with gel, thereby causing discrepant results. Investigations agree with the findings of the field service engineer. The customer has confirmed that the issue has been resolved.